Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer. The core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and was unable to confirm the image failure. The customer's core smart cable was connected to a known, good, test core monitor and a known, good, test video baton 2.0. The image was stable and clear even when the connection between the video baton and the core smart cable was manipulated. The smart cable was manipulated and the image remained normal. The technical service representative noted that the cable's connectors were not visibly damaged. The camera image quality test was performed and passed. Since the glidescope core smart cable is not repairable and a replacement was already provided to the customer, the core smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was "glitchy". The customer stated that they had to hold the cable a certain way to see an image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.